Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3101 mayfield composite series base unit does not lock properly and the cap was missing. There was no known patient injury or surgery delay.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The swivel adapter was not locking properly and the end cap was missing off the base unit. The unit received with the base handle testing low at 48 ft pounds and needs to be readjusted. The device history record (DHR) showed no abnormalities related to the reported failure. The complaint was confirmed. The observed condition was likely caused by improperly handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.